Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection did not observe any specific defect on the impacted set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Prismaflex st100 set ckt has been temporarily approved for use in the us under emergency use authorization eua200704 to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leakage of the vein connector area was observed during priming of prismaflex st100kit prior to patient use. There was no patient involvement. No additional information is available.